Event description:
Patient developed larger pneumothorax after taking off suction to water seal. Per pa there should be no reason for increase in pneumothorax size and is seeing this more frequently with new pleura vacs. Pa checks set-up of chest tube to check for human error after realizing a trend on pneumo from water seal to suction. Manufacturer response for ocean pleura vac, atrium ocean (per site reporter): vendor rep at our facility has been notified of issue. Information taken > no further response from them. We are monitoring the devices more closely. Staff aware of issue.